Event description:
There was an allegation of a questionable elecsys folate iii result from the cobas e 801 analytical unit for one patient. The initial result was > 20 ng/ml, accompanied by a data flag. The second result was 9.04 ng/ml, with an automatic dilution of 1:2. The third result was > 20 ng/ml. The fourth result was 9.24 ng/ml, with an automatic dilution of 1:2. The fifth result after a manual dilution of 1:30 using an aliquot sample that was recentrifuged was 8.55 ng/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The sample has been received for investigation, and the investigation is ongoing.